Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported incomplete coaptation cannot be determined. The reported mitral regurgitation (mr) and tissue injury appear to be cascading effects of the reported incomplete coaptation. The reported patient effects of mr and tissue injury, as listed in the instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation with a single leaflet device attachment (slda). Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: us0035-1236 it was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with a posterior leaflet prolapse with flail. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2023, worsening mitral regurgitation to severe was noted. Reportedly, there was a new leaflet flail, and the patient is being evaluated for another clip procedure. On (B)(6) 2023, the patient was admitted to the hospital for another mitraclip procedure. Reportedly, the index procedure clip had a single leaflet device attachment (slda) with severe mr. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous report, the additional information was received: the single leaflet device attachment was confirmed on (B)(6) 2023. The leaflets had appeared thickened. On (B)(6) 2023, the patient was admitted to the hospital for a robotic surgery. Clarification is being requested.

Manufacturer narrative:
This report is being conservatively filed as a supplemental until clarification is received. The additional mitraclip device referenced in d10 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported incomplete coaptation cannot be determined. The reported mr and tissue injury appear to be cascading effects of the reported incomplete coaptation. The reported patient effects of mitral regurgitation and tissue injury, as listed in the instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization, medical intervention and surgery were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.